Event description:
It was reported that during a da vinci si prostatectomy surgical procedure, the wire of the monopolar curved scissors instrument was noted to have separated near its distal end. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable was found frayed at the distal idler pulley. The frayed strands, approximately 0.287 in length stuck out at the wrist. Other cables were undamaged. Failure analysis observation also found the instrument tube extension pad printing, closer to the interface with extension main tube to be removed. The sections measured roughly 0.84 through 0.025 in length. It was determined that the damage relating to the pad printing removal was likely due to improper/insufficient cleaning. Additionally, deep scratches and gouges were observed at the distal end of the main tube, showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The cause of the damages to the main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the cable/main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.